Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with power error detected alarm. The blood glucose was 6.1 mmol/l at the time of the incident. The insulin pump will be returned for analysis.